Event description:
The customer reported to baxter (B)(4) that the connection between the male luer and the extension set separated during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
One actual sample was received for the separation condition. The reported condition of a separation was not confirmed. Visual inspection of the returned sample did not yield any abnormality. Both ends of the returned sample were connected to a connector and it was noted that both connectors were tightly connected to the set. As the reported condition could not be confirmed, a root cause is unknown at this time. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).